Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for over 24 hours. The bi was incubated for 73-74 hours. After sterilization, the chemical indicator (ci) disc was bronze in color. The load included 2 laryngeal blades, 1 30 degree olympus cystoscope, 1 synergy camera set, 1 synergy 30 degree scope. The load was partially released and used on a patient before the results were confirmed. The load item released was 1 olympus cystoscope. The patient was given antibiotics as a precaution. There was no infection, injury or harm associated with the issue. The event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 01/10/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from march 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from march 2014 through february 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 01/10/2015 to 03/30/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was no media in the crushed vial. There was blue staining on the outer label which indicates pre-existing ampoule damage. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The assignable cause is physical damage. If a bi with a damaged ampoule is processed in a sterrad® unit, the ampoule may burst under vacuum. A barrier will be created over the spore disc preventing diffusion of the sterilant. As a result, this can lead to a positive result. It is unlikely the suspected positive bi was caused by a performance issue as the retains and returned product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated the subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). A customer letter has been sent regarding bi integrity. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) - load not recalled and suspected positive bi.